Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five shocks while in the hospital. Nsvt contributed to the false detection. The response buttons were pressed after the third shock, approximately one an a half minutes prior to the fourth shock and again after the last shock. The response buttons functions appropriately. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillator event. Monitor, (B)(4); electrode belt (B)(6): 09/2015 reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf